Event description:
It was reported that during a laparoscopic gastric bypass, the device cut but did not staple. It was not reported how the procedure was completed. There was no adverse consequence to the pt.